Event description:
The balloon burst when post dilating the valve. The doctor shot angio, checked pulses and echo.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and evaluation of the 3 mensio showed calcification in thv landing yone a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. An existing technical summary is applicable to this event therefore a lot history review and manufacturing mitigation review is not required review of the IFU/training material is captured in the existing technical summary. The complaint for failure balloon burst and system components separate during use balloon, were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing one. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3mensio report, calcification was present in the thv landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is unknown at point the balloon separated, however it is possible during the removal of devices, excessive manipulation was performed leading to the noted separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (excessive manipulation) contributed to the withdrawal difficulty and separation. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Event description:
As reported, the doctor did an initial two step inflation and the valve did not look full expanded so the doctor decided to go back up with the balloon with nominal volume and post dilate it, however the balloon ruptured on commander system when coming down on the balloon and when taken out of the body, a partial portion was missing and was likely retained.

Manufacturer narrative:
Investigation is ongoing. Device not returned. Device not returned.